Manufacturer narrative:
Patient information has been requested, not available at time of report. A follow up report will be submitted once the investigation is complete. Initial reporter's phone number: (B)(6).

Event description:
The customer reported that a patient had an asystole event and the users did not hear the alarm. The patient was transferred to ICU (intensive care unit).

Manufacturer narrative:
The field service engineer (fse), was paged to contact the customer. Per communications with the fse, the logs show that an asystole alarm occurred at 15:10 which was silenced at 15:11. Strips provided also show the recording of the asystole alarm. The fse also performed testing which found the system operating to specifications. According to the case notes, the customer was going to inform staff about the management of alarms. No malfunction occurred. This is considered a user alarm handling issue.